Event description:
The target lesion was the left circumflex the lesion was de novo, moderately calcified and moderately tortuous. There was 99% stenosis. While delivering the 2.5x28mm cypher (lot 13183044), the stent delivery system (sds) became stuck in the vessel after coming out from the guide catheter (product unk) and would not move. Therefore, the physician retrieved the sds and found that the stent was flared at the proximal edge. There was no reported pt injury. The product was clinically used and will be returned for the analysis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within 30 days upon receipt.